Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2053532. Medical device expiration date: 2023-06-30. Device manufacture date: 2022-02-22. Medical device lot #: 2084200. Medical device expiration date: 2023-07-31. Device manufacture date: 2022-03-25.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes foreign matter was found inside the tube. The following information was provided by the initial reporter: "tubes have an unidentified stain on the inside of the tube. Edta tubes have a dark object adhered to the inside wall of the tube. Before use."

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 08-jun-2022. H.6. Investigation: bd received 2 samples (lot 2084200 and lot 2053532) and 3 photos from the customer in support of this complaint. An evaluation of the samples and photos indicated yellowish edta clumps in the tubes. Due to the size of the deposit the additive has yellowed slightly on irradiation. This is recognized to be an aesthetic defect with no impact on the efficiency of the tube. Additionally, 100 retained samples from each lot numbers were visually inspected, and no defects were found. Although the condition is confirmed its impact on the efficiency of the tube is limited. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications.

Event description:
It was reported while using bd vacutainer® k2e (edta) 7.2mg plus blood collection tubes foreign matter was found inside the tube. The following information was provided by the initial reporter: "tubes have an unidentified stain on the inside of the tube. Edta tubes have a dark object adhered to the inside wall of the tube. Before use."